Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Based on provided information, the air gas module was identified as defective. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the air gas module was the cause of the failure. However, the root cause to why the part failed has not been established as the mentioned part was not returned for investigation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).